Manufacturer narrative:
The customer's qc was acceptable. The field service engineer replaced a system gear pump head, and he performed system adjustments and cleaning's. After service, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable hba1c iii tina-quant hemoglobin a1c iii results for two patients tested on a cobas 8000 c 502 module. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples on another analyzer. Patient 1's initial hba1c result was 14.0%, and the patient's repeat result was 5.5%. Patient 2's initial hba1c result was 13.1%, and the patient's repeat result was 5.1%. The customer determined the repeat results were correct. The hba1c reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. After service, the customer did not complain of any further issues. The investigation determined the service actions resolved the issue.